Event description:
Oversensing was reported. The setscrew and lead were checked and found to be fine, so both the device and lead were explanted and replaced. Additional information was received in a lawsuit alleging the patient "has sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses and consequential damages".

Manufacturer narrative:
Asku: oversensing was reported. The setscrew and lead were checked and found to be fine, so both the device and lead were explanted and replaced. Additional information was received in a lawsuit alleging the patient "has sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses and consequential damages". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated oversensing.